Event description:
Clinical engineering has identified the following concern: the flex arms on 15 cameras have lost rigidity which prevents the camera from functioning as intended (camera is held up to view the baby). No patients were harmed or involved. Manufacturer response for camera flex arm accessory, natus nicview 2 (per site reporter). A company representative was notified by hospital clinical engineering dept. The representative stated that there is nothing planned at this time to prevent or correct this issue due to no other hospitals that are experiencing this problem. Replacements have been ordered by the hospital but are on backorder at this time.